Manufacturer narrative:
UDI -- (B)(4). Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
As reported by the affiliate, after 8 days a hakim valve was obstructed and was revised. Blood was found in the valve. The surgeon commented that the patient had been administrated eliquis, an antithrombotic drug, which tends to cause hemorrhage. The patient is under monitoring and another valve will be implanted when the patient recovers.